Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 294 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur, and the customer continued to use the pump with instructions to call back if the issue reappears.